Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the automatic activation of the needle tip protection device could not be removed from the catheter hub. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9008947. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although sample could not be obtained, previous investigations show that the most likely root cause is excess adhesive being applied through the use of a damaged application tool. To prevent a reoccurrence of this issue operators have been trained to detect this type of damage during the use of the tool and to cease its use. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the automatic activation of the needle tip protection device could not be removed from the catheter hub. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction.